Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: results: as received, the ipg was non-functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte. No signs of being compromised were observed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2012-06818, 06819, 06820.